Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with software error alarms on their insulin pump. The customer's blood glucose level at the time of incident was 98mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the pump and contact their healthcare provider regarding back up plan. The customer was educated on travel loaner pump for future reference.